Event description:
Clinical study. Same case as MDR 6000093-2006-00422. 356 days after a coronary aertery drug eluting stenting treatment procedure the patient expired. The index procedure treated one target lesion. Target lesion 1 wsas a 2.5mm vessel diameter, 99% stenosed region of the proximal circumflex artery (cx). The lesion was a 14.0mm in length. The physician predilated the lesion prior to placing two (a 2.5x16mm and a 3.0x12mm) taxus express2 8.8% drug eluting stents without complication. Residual stenosis was 0%^ after deployment. The patient was discharged from the hospital two days post index procedure receiving asa and plavix. The site reported tha tthe patient expired 356 days post index procedure. The cause of death given by the patient's wife was heart failure. No autopsy was performed. In the opinion of the physician there was no target vessel involvement related to the event.